Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump time was intermittently inaccurate; cause was unknown. Additionally, it was reported that the continuous glucose monitor (cgm) low alert was not audible. Tandem technical support confirmed that the pump volume settings were set to high. Customer's blood glucose level ranged from 145 mg/dl to the 300 mg/dl range. Reportedly, customer continued to use the pump for insulin therapy.